Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good inverter board was installed and the display became operational. A short transformer on the inverter board was encountered. An internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a cycler screen that was blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The technical support assisted to replace cycler due this issue. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.